Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Pump supplies were changed and insulin delivery was resumed. Customer's blood glucose (bg) ranged from 300-500 mg/dl. Boluses via the pump were delivered to address bg.